Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that malfunction alarms occurred. Customer¿s blood glucose level was 170-300 mg/dl. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.